Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the device and no issues were observed. Functional testing was conducted with a fully charged battery. The unit passed all functional tests. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider 2 limb positioner arm dropped during a procedure and could not be set in place. No backup device was available. No patient injury was reported.